Event description:
It was reported to philips that the system detected an unintended longitudinal movement of the table during power-on-self-testing. No harm was reported to philips. Philips has started an investigation of this complaint.